Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The caller stated the patient¿s felt ¿a little bit of a jolt when they walked through a security gate. It was stated the patient felt a strong stimulation as she walked through a (B)(6) security door. The patient was fine and stated it only happened at that one store.